Event description:
Per the clinic, the patient was treated with oral antibiotics (dates, dosages, and durations not reported) due to chronic infection around the implant site. The abutment was subsequently removed on (B)(6) 2013, and the site was sutured closed. The patient was prescribed oral antibiotics (type, dosage, and duration not reported) post abutment removal. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.